Manufacturer narrative:
(B)(4). The large central lumen of the device serves three functions: accommodating the guidewire, delivering cardioplegia solution to the aortic root, and venting fluid and air from the aortic root. The two remaining lumens serve as conduits for balloon inflation/deflation and aortic root pressure monitoring. The device is indicated to occlude and vent the ascending aorta when the balloon is inflated. The device¿s central lumen allows delivery of cardioplegia to arrest the heart. The pressure lumen allows monitoring of the aortic root pressure. The devices were not returned to edwards for evaluation. Manufacturing records were not reviewed as no lot number was provided. A definitive root cause cannot be determined at this time. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No further corrective or preventative actions are required at this time. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a surgeon attempted to use the subject device on a redo patient. After balloon inflation and antegrade cardioplegia was delivered, there was no appreciable rise in the aortic root pressure despite no obvious anatomical variations that would have precluded normal antegrade delivery. The balloon was deflated and re-inflated numerous times with the same result. At this point, it was decided that another device should be used instead, the new device was opened and prepared. When this device was being used, the balloon was inflated and the device positioned at which point antegrade cardioplegia was delivered with a rise in aortic root pressure. However, when aortic root venting was attempted the left heart could not be decompressed or vented. At this point, the surgeon converted to an open sternotomy and placed a standard cross clamp.

Event description:
The devices were used correctly per instructions. All of the transducers were zeroed and rechecked. There were no kinks or problems with the lines. Everything was correct and in the proper orientation. Vacuum relief valve was oriented correctly. The surgeon is a low user of this device and has only used it 5-6 times. Other than having to convert to an open sternotomy, the patient did fine and was discharged later that week.

Manufacturer narrative:
Device evaluated by manufacturer: both subject devices were returned, reported of pressure reading issues was unable to be confirmed. No pressure monitoring device was returned with product. All through lumens were found to be patent without any leaks or occlusions. Catheter balloon inflated clear and remained inflated for more than 5 min. Without leakage. No other visual damage, contamination, or other abnormality was found. A clinical failure could not be confirmed. A definitive root cause cannot be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems.